Manufacturer narrative:
The reported event that the lens and tip were broken off was confirmed through the visual inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility the lens and the tip of the device were identified to have broken off. No patient involvement or procedural delays were associated with this event.

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility the lens and the tip of the device were identified to have broken off. No patient involvement or procedural delays were associated with this event.